Event description:
It was reported that after first dilatating the lesion with a 3.0x13 balloon catheter, twice, the lesion was persistant. A second dilatation was performed with 3.0x08 powersail, which was easily placed at the lesion, and inflated to 25 atm (contrary to IFU). After deflation, upon retraction, the balloon catheter could not be moved either distally or proximally. Upon gentle movements of the balloon catheter, the shaft broke. The pt was sent to emergency CABG, where the distal part of the balloon catheter was removed through an incision in the aorta.